Event description:
It was reported that the programming had never been right to get the patient¿s left wrist. This was since implant. The patient seemed to get more in her arm and chest where it caused difficulty with breathing and pain. The patient was reprogrammed after her revision (B)(6) 2014. The patient said she received eight programs and they seemed to provide her with coverage where she needed, but when she got home, those programs ¿were not there.¿ the patient only had access to one program and she could not increase due to pain, and she could not really lower stimulation either. The patient had an appointment with the healthcare professional (hcp) tomorrow. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2013-00548 which relates to the revision that the patient mentioned.

Event description:
Follow up information received reported that the patient received assistance from their and had no concerns with their device therapy. An appointment of (B)(6) 2015 was noted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).